Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, there was an error message on the generator that stated, ¿communications error controller not responding or incompatible when turning on¿. Troubleshooting was unable to resolve the issue. The patient was already prepared when the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Visual inspection of the returned generator indicated all labels are intact, legible and appear to be free of physical damage. It was also verified that all internal components were secured, and no physical damage was detected on the chassis exterior. Ac power was applied to the rf generator and a controller not responding/ incompatible controller error message was displayed, which confirmed the field reported event. Additional diagnostics isolated the root cause of the fault to the stimulate/ central processor unit board. The stimulate/ cpu board was temporarily replaced, and normal operation was restored to the system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the stimulate/ central processor unit circuit board.